Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head, modular sleeve and echelon stem were removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. No implantation operative report was provided. Although metal ion levels were reported to be elevated up to 6.0 g/l cobalt: 7.4 g/l and there were intraoperative findings of prosthetic fracture to the neck of the total hip stem, which are consistent with findings associated with metal debris, without the supporting histopathology findings, images or the explant for analysis it cannot be concluded that the clinical reactions are associated with a mal-performance of the implant. The patient impact beyond the pain and revision cannot be determined without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: test/laboratory data, brand name, device identification, initial reporter also sent reports to FDA and device manufacture date.

Event description:
It was reported that a revision surgery was performed due to a fracture of the femoral stem at the neck. Elevated metal levels in his blood were also found.